Manufacturer narrative:
The explanted device was not returned or evaluated as it was discarded at ths hospital. The provided information suggests that this event is due to suture looping; suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information and edwards' investigation suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further action is required at this time.

Event description:
It was reported via the implant patient registry that the device was not implanted. Further follow up with the healthcare provider (hcp) indicates that this device was explanted at implant due to slight plication on one commissure of the valve causing significant mitral regurgitation. The hcp then indicated that there was an inadvertent puncture of one of the leaflets noticed after its removal. Operative report indicates that there was a suture which appeared to bring the two leaflets together, causing the central insufficiency. The valve was removed and replaced with same model and size device and the patient left or in satisfactory conditions.